Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report a (B)(6) female patient had a rash on her neck under the shoulder strap. The patient had a history of sensitivity and the skin irritation started before she had the lifevest. It was reported that the rash had blisters and was located on her back, neck and under the therapy electrode pads. The patient's dermatologist prescribed triamcinolone acetonide topical cream.